Event description:
It is reported on june 27, 2006, the glenosphere would not engage the taper of the base plate. The poly spacer was wasted because the surgeon could not place the new sphere with removing the poly.

Manufacturer narrative:
This report will be amended when our investigation is complete.